Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) that a fluid leak occurred during the pd patient¿s treatment. Prior to discovery of the fluid leak, it was reported that multiple m31 air detected in cassette alarms had occurred. The patient was in fill 1 of 5 when they contacted ts for assistance. While on the phone with ts, the cycler door was opened to remove the cassette. At this time, fluid was observed inside the cassette door and the outside of the cassette was wet. The ts representative advised to discontinue use of the cycler and inform the patient¿s pd registered nurse (pdrn). A replacement cycler was issued to the patient. It is unknown if the patient was able to complete their treatment. Upon follow-up, it was learned that the patient¿s pdrn was not notified of the event. However, through additional follow-up the pdrn was able to confirm the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The old cycler was scheduled to be picked up and returned for physical evaluation. Through multiple follow-up attempts, no additional information pertaining to the reported fluid leak event could be obtained.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment and pump door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were also visual indications of particulates around the catch post area and within the cassette compartment. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without any failures or problems. There were no fluid leaks in the test cassette during the testing. The cycler underwent and passed a systems air leak test, a valve actuation test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid in between the pump assembly and display assembly and within the recess of the bottom cover adjacent to the pump. There was visual evidence of a clog in the hp1 and hp2 filters, which is a failure that is related to the reported m31 air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) that a fluid leak occurred during the pd patient¿s treatment. Prior to discovery of the fluid leak, it was reported that multiple m31 air detected in cassette alarms had occurred. The patient was in fill 1 of 5 when they contacted ts for assistance. While on the phone with ts, the cycler door was opened to remove the cassette. At this time, fluid was observed inside the cassette door and the outside of the cassette was wet. The ts representative advised to discontinue use of the cycler and inform the patient¿s pd registered nurse (pdrn). A replacement cycler was issued to the patient. It is unknown if the patient was able to complete their treatment. Upon follow-up, it was learned that the patient¿s pdrn was not notified of the event. However, through additional follow-up the pdrn was able to confirm the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The old cycler was scheduled to be picked up and returned for physical evaluation. Through multiple follow-up attempts, no additional information pertaining to the reported fluid leak event could be obtained.